Event description:
Respiratory therapist was called to patient's bedside for alarming ventilator. A leak was noted in the expiratory limb of vent circuit. Tubing is flexible, but extremely easy to tear if not handled with extreme care.